Event description:
The facility reports the caregiver was transferring the resident from the bed to the gerichair when they became limp and started leaning forward. The caregiver stopped the lift and with one hand, lifted the resident'knees to try to get them to sit back. They continued to lean forward and to the right, causeing the lift to be off center and the strap to become loose. The resident fell to the floor, hitting their head. The resident suffered a laceration, to the right side of their head with a subdural hematoma.